Manufacturer narrative:
Corrected data: b5) the event description was initially incorrect. The correct description has been updated in this report.

Event description:
Information was received regarding a medfusion 4000 pump. It was reported that there was an acu watchdog failure. It is unknown if there was a patient involved in the reported event.

Manufacturer narrative:
Other, other text: h2: see a1, b5 and h6 (patient code).

Event description:
Additional information was received indicating that the broken earclips were discovered during biomed inspections and did not affect patients negatively.

Manufacturer narrative:
One medfusion 4000 pump was returned for the investigation of an acu watchdog failure. The device was received with a crack on the lower right front corner of top case. No causes or potential causes of the customer's reported problem were found during the device history review, DHR. To investigate the reported issue, a power up process was performed. The issue could not be duplicated. It was noted that acu watchdog alarm is a sympathy alarm that sympathizes the primary audible alarm post error. The speaker was replaced as a preventative measure. The device then passed all functional test.

Event description:
Information was received regarding a medfusion 4000 pump. It was reported that there was a constant force sensor failure. It is unknown if there was a patient involved in the reported event.